Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported event of the device powering off and restarting. Review of the activity log shows an occurrence of a reset/reboot. Consistent with the customer's report. The multifunction connector was replaced to reduce the probability of reoccurrence. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered off and restarted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.